Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 1.0, 1.1 and 1.6 inr. The corresponding reported lab results were 1.7, 1.8 and 2.4 inr.